Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included neck pain and ovarian cyst. Concomitant products included alprazolam. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), bladder disorder ("bladder/urinary problem"), migraine ("migraine"), adenomyosis ("adenomyosis"), anxiety ("anxiety"), depression ("depression") and headache ("headaches"). The patient was treated with surgery (ablation nova sure and type of removal surgery : hysterectomy(full),salpingectomy(bilateral), oophorectomy(unilateral)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, bladder disorder and dysmenorrhoea had resolved and the menorrhagia, migraine, adenomyosis, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, bladder disorder, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2015: result: bilateral occlusion. Batch no c03089. Production date 2013-12-03. Expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included neck pain and ovarian cyst. Concomitant products included alprazolam. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), bladder disorder ("bladder/urinary problem"), migraine ("migraine"), adenomyosis ("adenomyosis"), anxiety ("anxiety"), depression ("depression") and headache ("headaches"). The patient was treated with surgery (ablation nova sure and type of removal surgery : hysterectomy(full),salpingectomy(bilateral), oophorectomy(unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, bladder disorder and dysmenorrhoea had resolved and the menorrhagia, migraine, adenomyosis, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, bladder disorder, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of removal: 42367 as per ppf. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received : lot number added. Following events were added : abnormal vaginal bleeding, dysmenorrhea (cramping). Concomitant conditions,products and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problem"), migraine ("migraine"), adenomyosis ("adenomyosis"), anxiety ("anxiety"), depression ("depression") and headache ("headaches"). The patient was treated with surgery (type of removal surgery : hysterectomy(full), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and bladder disorder had resolved and the menorrhagia, migraine, adenomyosis, anxiety and depression outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, bladder disorder, depression, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted for date(s) of removal: (B)(6) as per ppf. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: ppf received. Injury nos replaced with new events. Added event pelvic/abdominal, menorrhagia(heavy menstrual bleeding), bladder prob., migraine, headache, adenomyosis, anxiety, depression. Updated outcome of event pain, bladder/urinary from unknown to recovered/resolved. Lab data was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.